Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The markings on the device confirm the product identification information. The device is worn from use, and it fractured into multiple pieces. There is debris on the device. A review of the customer provided images found one image of the device fractured into multiple pieces. An x-ray image found a foreign material in the joint. Although requested, no supporting clinical information has been provided to assist with a clinical investigation. The drill is composed of 465 sst and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration cannot be determined. No further medical assessment can be rendered at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, using drill flexible endoscopic cann 4.5mm at the time of making the femur tunnel, the doctor pressed the reverse drill button and the drill broke inside the patient. A piece in the joint, wasn't removed. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.